Event description:
It was reported that a collaborator identified a suspected tampered stapler provided by (B)(6) to a customer. Unfortunately, they were unable to identify the stapler batch, as it was tampered. In addition, the label pasted on the product was incorrectly identified which indicates an attempt to mask the true origin of the product. It was confirmed by the indirect channel that there is no entry of the specified lot in brazil. Another detail, the nationalization label, does not seem to me to be in the jj brazil standards (they could not say for sure). Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was provided: please clarify, has this issue occur with this distributor before? No what is the strap25 lot number below the opstrap20 relabel? Not provided how was the product purchased? The product was showed to the distributor in the surgery room. Is there an indication of how the product was distributed? No is there any indication of which market the original genuine product may have come from? No was the device used on a patient? If so, was there any patient consequence? This information is not available. Is the device available to be returned for evaluation? Product is not available to be returned. Photo analysis summary: this is the analysis of a photo sent to ethicon for evaluation. During the visual analysis, the following was noted: the photos indicated the possibility of product tampering and repackaging. Primecare overlay labels are observed. Overall, the package was confirmed as a tampering product and diversion due to several visible errors. The manufacturing records could not be reviewed as the batch number provided is invalid. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring of complaint information for potential safety signals will be conducted through complaint trends as part of post-market surveillance. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.